Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms and "the pump sounds were not normal". As a result, a decision was made to exchange the pt's pump. The pt's lvad was exchanged, the pt remains ongoing on the new lvad.

Manufacturer narrative:
The device was returned to the MFR for eval. Examination of the returned device did not reveal any issues that would have contributed to the reported event. The device was functionally tested under various loaded conditions using a mock circulatory loop and was found to operate as intended. Examination of the pump assembly found no mechanical issues that would have affected pump performance and caused the reported alarms. The gap between the commutator housing and the pump rotor was measured and was found to be within the mfg specifications. Examination of the inflow and outflow value assemblies found no obstructions or leaflet damage and the interior blood-contracting surfaces of the pump found no occlusions or unusual depositions that would have affected pump output. A review of the device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.